Event description:
On 2/19/03, gliatech was made aware that, for one unit of adcon-l, the seal was delaminated. The product was not administered to a patient. A return good authority was provided to the distributor. One unit of lot # a02161 nz was received by gliatech 2/25/03.